Event description:
Unable to obtain shock impedance values or atrial or ventricular pace/sense impedances from the associated device. The patient is believed to have an atrial lead dislodgment. The future disposition of this device is currently unknown. (B)(6) 2013 - all available information suggests this system remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.